Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 24jan2019. Philips customer support advised customer that a philips clinical specialist will call customer asap and advise of mask selection and if this could be the cause.philips clinical specialist reported he discussed with customer that the mask and or port selection was the cause of the issue. Issue resolved, case closed.

Event description:
Customer reported unit has disconnect alarm, however is working fine. Customer wants if know if fisher & paykel (f@p) mask is causing it. No patient/user harm reported. Event date not specified; estimate used.